Event description:
Territorial business manager (tbm) stated that the demo t7a manual wheelchair allegedly had a flat tire. The tube allegedly blew through the strip and punctured when the tire was pumped to the correct pressure. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model demo t7a, serial number/date code (B)(4) is approximately 6 months old. The owner's manual part number 1167484 rev a (sep-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.